Event description:
(B)(4). Injury alleged. Malfunction alleged. Consumer states that the back broke while she was showering. Allegedly she had xrays which showed a back sprain, muscle spasms, and bruising.

Manufacturer narrative:
(B)(4). Injury alleged. Malfunction alleged. Consumer states that the back broke while she was showering. Allegedly she had xrays which showed a back sprain, muscle spasms, and bruising. Reportable MDR on (B)(4). Reference (B)(4) for additional information.